Manufacturer narrative:
(B)(4). It was reported that a pediatric patient was using an adult receiver, which is considered off-label use. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. It was reported that the patient was less than 2 years of age, during use. Dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. The system is intended for single patient use and requires a prescription. The receiver data log was reviewed on (B)(6) 2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The pediatric patient was less than 2 years of age at the time of event, and was using an adult receiver, both of which are considered off-label usage. The patient's mother did not report injury or medical intervention.